Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. Your report that the needle failed to retract or that the retraction time exceeded the specification could not be confirmed from the photograph that was provided for investigation. The photo showed one 20g insyte autoguard device and the needle was fully retracted within the safety shield. The retraction time from the time the safety mechanism was activated could not be measured from the photograph. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Your reported issue that the needle failed to retract or that the retraction time exceeded the specification could not be confirmed from the photograph or 20g insyte autoguard device that was provided for investigation. The photo and returned sample showed one 20g insyte autoguard device where the needle was fully retracted within the safety shield. The retraction time from the time the safety mechanism was activated could not be measured from the photograph and a functional test of the returned sample revealed that the retraction time was within specification. No damage or defects could be confirmed. Numerous attempts were made to reach out in regards to an additional sample that was received but not part of your initial report. A device from lot number 5017263 was received and a device history report was performed. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
No new information.

Event description:
It was reported that bd insyte autog bc needle retraction problem. The following information was provided by the initial reporter: three failures on an IV catheter, all from the same lot number. From the customer: "the auto guard device would not engage when used, then when placed on the counter it engaged with no user input after sitting there for some time".

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.